Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Multiple attempts were made to obtain how the issue was resolved; however, no information was provided. We are unable to confirm the final disposition of the device because no information could be obtained regarding the device evaluation, repair, and operational status. Based on the information available and the testing conducted, the cause of the reported problem was not determined. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ monitor/defibrillator indicating that the device shuts down on its own. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.